Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The actual pump was returned for evaluation and the reported event was not confirmed. Upon initial incpection, the pump was inoperable; drive unit would not extend or retract.. The syringe holder with piston brake was replaced and preventive maintenance service. The pump was tested then functionallt tested according to the technical safety checklist and met specifications. The log review shows on last dates of use 4/15/2016 and 4/19/2016, multiple drive test errors with no infusions taking place. No pump activity on the date of the reported event

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (manufacturer) and b. Braun medical inc.(importer). This report has been identified as b. Braun medical internal report # (B)(4). The actual device involved has been received for evaluation and the investigation is on going at this time. A follow up report will be provided when the examination results become available.

Event description:
As reported by the user facility. Reports under infusion. Reports occurred 2:40 am on (B)(6) 2016. Nurse set pump to deliver 1.4ml of caffeine over 30 minutes. Checked back in 30 minutes and none had been delivered, switched pump to deliver dose.